Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to erosion and some zapping from the device. Reportedly, the device was protruding from the pocket. There were no additional adverse patient effects reported. The ra lead remains in service.